Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic console has laser unavailable messages and the lights on the front of laser flashed then turned off. Additional information during the pediatric cataract procedure, console was not to utilize the laser and the surgeon opted to not perform laser but to use cryotherapy instead. The procedure was completed without harm to the patient. The issue has been resolved.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative was able to replicate the reported event. The breakout printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to nonconforming breakout pcb. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).